Event description:
It was reported patient underwent a total knee revision of competitor product on (B)(6) 2013. During the procedure, the surgeon reamed to 14 and set up the resection guide. The guide would not slide down over the reamer shafter. As a result the surgeon had to ream to another size in order to make the resection and complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found product was conforming when it left biomet and after distribution it became damaged. It appears to be an isolated event. Review of device history records show that lot released with no recorded anomaly or deviation.